Manufacturer narrative:
E1. Initial reporter phone. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump had travel coarse error, check clutch/plunger lever during bench test. There were no patient involvement and no patient harm. The failure mode found in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.